Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer would have to press the wake button multiple times before the screen would turn on over the past two months. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Contact reported that the customer had a blood glucose level of 99 (mg/dl). Reportedly, customer will revert to insulin injections for alternate insulin therapy.